Event description:
During a routine cortrak replacement, the cortrak that was placed about six weeks ago was removed. Rn noted there was a tear at the end tip and the weight was no longer in the tube. Md who pulled the cortrak stated it was not difficult to pull. Kub ordered to confirm new cortrak placement and to visualize weight. Gi procedures to remove weight at bedside.